Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The device was received for evaluation. A visual inspection with naked eye noted a crack on the cap opening. The cause of the crack could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap, a crack was found on the cap opening. There was no patient injury or medical intervention associated with this event. No additional information is available.